Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that on (B)(6) 2022, the infusion set's tubing was detached/broken at site connector while the patient was asleep, her vision was blurred and noticed that the infusion set catheter was disconnected. Therefore, the blood glucose level of the patient at the time of the event was over 500 mg/dl. Moreover, the issue occurred prior to insertion. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.